Event description:
It was reported that a 38-year-old female who had an unknown mentor saline prosthesis placed experienced suspected right sided deflation post procedure. The deflation was suspected through a visit to the doctor¿s office. As a result, an explant was performed on (B)(6) 2022. The device was found to be intact upon explant. This event is being reported, as the appearance of the breast caused the device to be explanted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: suspected deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).